Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va04wef, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va059gz, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A consumer reported they had been having double vision since (B)(6) 2015 and they had headaches starting the day of this report. The patient's eye doctor had ordered a CT scan due to double vision and headaches. The patient stated they had gotten some conflicting information regarding whether the implantable neurostimulator (ins) needs to be off during a CT scan. The CT scan facility preferred to have patient's leave therapy on during the scan because when therapy is off the patient's shaking returned and that could interfere with the scan. The patient's indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a consumer reported the patient did not feel the double vision and the headaches were related to their device. The patient had noticed the double vision when they were driving. The headaches stopped on their own and a prism was placed over the lens of their glasses. Since the prism was placed, the patient had no more problems with double vision.